Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify how the device failed to fire and staple correctly. Did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? The device failed to fire, clips did not stay attached to area, device misfire 5 times.

Event description:
It was reported that during a right radical nephrectomy laparoscopic possible open procedure, the device failed to fire and staple correctly. The clip did not stay on the tissue. The case was completed with another product. No patient consequences were reported.